Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure the stealth 360 peripheral orbital atherectomy device (oad) was stuck while in use. There was no tissue/plaque observed on the oad upon removal from the patient. There were no adverse patient effects. No additional information was provided.